Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 around 6 pm. It was reported that the patient's passing was not cardiac related. Prior to passing, the patient received an inappropriate treatment from the lifevest. It was reported that the patient was in the hospital at the time of the treatment event. At 03:16:54, the patient received a treatment while in sinus rhythm at 100 bpm. Oversensing low-amplitude cardiac signal and motion artifact contributed to the false detection. Immediately following the shock, motion artifact can be seen on the ECG recording obscuring the patient's rhythm. From 03:17:10 until the electrode belt was disconnected at 04:45:42, the patient was in an idioventricular rhythm @ 60 bpm with CPR artifact/motion artifact present. Further monitoring was not possible due to the electrode belt disconnection. The patient was in a life-sustaining rhythm at the time of electrode belt disconnection. The patient reportedly passed away around 6 pm. There is no indication that the inappropriate treatment caused or contributed to the patient's death as the lifevest was removed while the patient was in a life-sustaining rhythm. The patient passed away due to non-cardiac reasons.